Manufacturer narrative:
Submit date: (B)(6) 2010. An investigation is currently underway upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010, that a customer had an issue with a safety needle. The customer reports that the safety device did not fully activate which resulted in a clinician receiving a dirty needle stick.